Event description:
The hospital reported to the manufacturer that the patient died (B)(6) 2012. The patient had been using the ventilator for daily treatment due to cardiac disease. The patient's doctor reported to the ventilator company sales team that the patient had died due to the cardiac disease symptoms, but could not draw a conclusion as to whether the initial reported event caused a negative effect to the patient's cardiac disease recovery or not, because the patient family was refusing an autopsy. Factory analysis of the returned blower found the failure was caused by the impeller rubbing on the end cap.

Event description:
The international customer reported the ventilator alarmed and had no flow output. The customer reported the ventilator was in use on a patient and there was no patient harm. Upon evaluation of the unit the dealer reported that the blower was blocked. Review of the ventilator diagnostic log noted an occlusion occurrence. The manufacturer's service technician reported the blower was replaced to address the reported problem. Failure of the blower as noted could result in no ventilation during normal ventilation operation.